Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the event on an unspecified date. The patient was continuing antibiotic treatment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with fortum (one gram, night dwell, [ip] intraperitoneally) and vancomycin (500mg, night dwell, ip). The outcome of the peritonitis event and the action taken with dianeal was not reported. No additional information is available.